Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon did not expand when the pressure was applied and was determined to be ruptured. The device was removed without any problem. The procedure was completed with a 3.5 wolverine balloon. No patient complications were reported.